Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional endovascular repair of abdominal aortic aneurysm (aaa) procedure via an 8f sheath. Reportedly, suture placement was attempted at the 11 o'clock and 1 o'clock positions; however, a cuff miss [suture-retrieval issue] occurred with both of these devices. The sutures of two additional prostyle devices were successfully pre-placed at the 12 o'clock and 1 o'clock positions. The sheath was upsized to 16f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device is filed under a separate medwatch report number.